Event description:
It was reported that during use of the iab, the user was unable to aspirate from the central lumen. And was not able to obtain ap waveform. The iab was removed and replaced without any complications.